Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the serter did not release the sensor properly. The customer reported that after the second button press, the sensor partially came off and the needle was protruding. The customer reported that the site began to bleed, but she completed the remaining steps of the insertion process. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.